Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was not under 440 mg/dl. The current blood glucose level of customer was 129 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that auto mode feature was not active at the time of incident. It was found that customer had experienced symptom related with high blood glucose level. Customer stated that pump was unable to enter in auto basal. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.